Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 208, 218 and 190 mg/dl. The customer does not know their expected blood glucose test result range. At the time of the call the customer was experiencing blurry vision. Customer stated that as a result of the blurry vision he had gone to see the eye doctor on (B)(6) 2024. Doctor advised customer it could be a sign of high blood sugar. No new medication was given to customer. The test strip lot manufacturer¿s expiration date is 02/22/2025. The product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back-to-back blood test was performed by the customer non-fasting and produced test results of 226 mg/dl and 222 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 170 mg/dl, date: (B)(6) 2024, time: 8:54am fasting. Result 2: 149 mg/dl, date: (B)(6) 2024, time: 10:23pm non-fasting. Result 3: 208 mg/dl, date: (B)(6) 2024, time: 5:58pm fasting. Result 4: 218 mg/dl, date: (B)(6) 2024, time: 4:57pm fasting. Result 5: 190 mg/dl, date: (B)(6) 2024, time: 4:56pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptom(s) related to diabetes: blurry vision. Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Product evaluation has been completed and most likely underlying root cause selected. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 31-may-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still having blurry vision. Customer stated the doctor had advised him once his blood sugar goes down it could take up to 2 weeks for the blurry vision to disappear. Note 2: manufacturer contacted customer in a follow-up call on 05-jun-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported.